Event description:
It was reported that during use with bd phoenix¿ ap contamination was detected. There were discrepant results with 5 patient samples. Results were not reported. There was no patient impact reported. The following information was provided by the initial reporter: "the customer reports instrument issues. We need someone to look into these "discrepant results".

Manufacturer narrative:
H.6 investigation summary: the complaint of "instrument issues" was reported in phoenix ap instrument (p/n: 448010, s/n (B)(6). A bd field service engineer (fse) was dispatched to the customer site, performed workflow. No instrumental errors were observed. The instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ap0514 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Manufacturer narrative:
D.4. Medical device expiration date: na. E.1. Initial reporter phone #: (B)(6) . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd phoenix¿ ap contamination was detected. There were discrepant results with 5 patient samples. Results were not reported. There was no patient impact reported. The following information was provided by the initial reporter: "the customer reports instrument issues. We need someone to look into these "discrepant results".